Event description:
Coma hypoglycemic: convulsions: a man from germany, who uses a novopen 1.5 device with humalog insulin and a novopen 3 device with novolin n (rdna) penfill insulin, reported that on september 17, 1998 at approx 1:30 am, his wife noticed that he was lying in bed having convulsions and was covered in sweat. When he did not respond, his wife called the emergency dr. He was immediately treated with glucose and therafter brought to the ER. He was admitted to the internal medicine ward for monitoring and was hospitalized for two days. It was reported that when the man's dose was reduced, the symptoms disappeared.